Event description:
The customer had high results with the control solution. The readings were 149, 139, and 161 mg/dl. The range for control results with this lot is from 90 to 121 mg/dl. The customer did not allege any adverse events. The strips were returned for evaluation, and replacement strips were sent.

Manufacturer narrative:
The complaint was not deemed a potential MDR until product was returned to the qa lab in may.